Event description:
The following was reported to davol by the patient's attorney: it was alleged that the patient was implanted with a non davol device and a bard/davol flat mesh during an unspecified vaginal surgical procedure on (B)(6) 2007. Attorney alleges that the patient has experienced significant pain and suffering, has sustained permanent injury, has undergone medical treatment and will likely undergo further medical treatment and procedures.

Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. We have, however, contacted the initial reporter to request add'l info and if available, to request return of the device for eval. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. This MDR includes all patient, event and device info davol has received to date. If add'l event and/or eval info is obtained, a follow up MDR will be submitted.